Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was further determined that the device fails cannulation test. It was determined that this was most likely due to the motor assembly or (ecu) electronic control unit, or ball bearings failure due to immersion during cleaning, which was failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse, and/or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not working. The reported event did not occur during surgery. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.